Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: none. It was reported via a spirit trial that during deployment of the 3.5 x 18 mm xience v stent in the proximal lad in a mid section, a proximal edge dissection occurred, which required treatment with another 3.5 x 8 mm xience v stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info. Dissection, listed in the xience v IFU, is a known adverse event associated with coronary stenting dissection is not an indication of a quality issue. There was no report of a device malfunction dissection can be influenced by several factors, but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states, "implanting a stent may lead to dissection of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." A conclusive root cause cannot be determined.